Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen. This report is made based on results of investigation completed on 09/03/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory features. Unrelated to the display and issue, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(4).